Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, preimplantation and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The instructions for use that accompany the device instruct that when performing the patency check: place the inlet connector of the valve into sterile isotonic saline; depress the valve dome; place a finger over the opening at the end of the outlet connector; release the depressed dome. If fluid enters the reservoir, the inlet connector and flow control membrane valve are patent; remove finger from the outlet connector opening; depress dome. If fluid flows out of the outlet connector, the valve is patent.* * note: it may be necessary to depress the valve dome more than once to initiate flow, especially if the ventricular catheter has been attached prior to patency testing. Approximately 100.5 cm of the peritoneal catheter was returned. Approximately 23.5 cm of the ventricular catheter was returned. Both catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. Additional patient/device information: it was later reported to medtronic neurosurgery that the notified date was 6/23/15. It was also reported that the valve seemed to be broken and that when the valve was pumped, there was on suctioning effect and the valve was flat. Patient information was also updated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve was found to be defective intraoperatively. According to the report, there was no injury to the patient.